Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this patient with this pacemaker. Additionally, right atrial (ra) noise and oversensing resulting in an atrial tachy response (atr) episode were also observed on that day. Technical services (ts) reviewed noting the sam, noise and oversensing were due to external electromagnetic interference (emi) as this patient had undergone a valve replacement procedure in the hospital on this day. This pacemaker remains in service. No adverse patient effects were reported.